Event description:
Patient in the protect study experienced hoarseness and difficulty swallowing (vocal cord paresis left, dysphagia) two days after implant.

Manufacturer narrative:
Please note the hde number for this device: h230007 this investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Manufacturer narrative:
According to the initial report received, patient in the protect study experienced hoarseness and difficulty swallowing (vocal cord paresis left, dysphagia) two days after implant. This event was listed as ongoing with a possibility related to the amds device. This device was implanted on (B)(6) 2023. This investigation is relegated to amds5540-de from lot c2459613h with an allegation that the device is possibly related to the patient experiencing hoarseness and difficulty swallowing. Additional information received: see attachment titled source documentation-english. Handwritten note on document states sae#1-probably related to amds procedure, not related to pre-existing condition. Additional information received: could you please provide details regarding the medical treatment that was performed as a result of this event? Vocal training was performed. Current patient status: according to the ecrf the event is ongoing. Are CT scans available? Yes, additional information received 04/04/2025: patient comorbidities: allergy to paracetamol; hypertension controlled with two drugs a sample evaluation was not performed as the device remains implanted. The manufacturing records for amds5540-de, lot c2459613h (finished goods) and c2459291d (sterile sub-assembly) were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were found to be related to the complaint. The available information was reviewed. A complaint was reported on (B)(6) 2025 associated with a patient residing in germany and a participant of the protect registry study. The complaint indicates the patient experienced an adverse event that is ¿possibly¿ related to the amds device and ¿probably¿ related to the implant procedure. Due to the patient being in the protect study, artivion was able to collect follow-up information pertaining to the complaint. Patient is an 85-year-old female who had an amds 55-40 (serial #/lot #: (B)(6)) implanted on (B)(6) 2023 at (B)(6) located at (B)(6). The responsible investigator for the amds study is prof. (B)(6). Adverse event # 1 described as ¿hoarseness and difficulty swallowing (vocal cord paresis left, dysphagia)¿, which occurred on (B)(6) 2023 (2 days post-op). The event is ongoing with no end date. The event led to the following serious adverse event ¿permanent impairment of a body structure or function¿. Medical treatment [vocal training] was provided for this event and remained ongoing. It is important to note that amds device was not removed, as there were no notable device malfunction or deterioration in characteristics or performance. Additional information provided the following medical history: ¿the patient initially suffered syncope on the open road on (B)(6) 2023 with injury to the right knee. The patient was taken by ambulance to the (B)(6) site without pain and without focal neurological deficits. The patient was awake, oriented and hemodynamically stable. The diagnostics performed revealed an acute type a dissection with dissection of the brachiocephalic trunk and occlusion of the acc on the right.¿ known medical history includes allergies to paracetamol. The CT images were provided by the protect study team: discharge scan: (B)(6) 2023 dissection. The cts were reviewed by an artivion representative, who reported the following significant finding on the diagnostic imaging form: discharge scan (B)(6) 2023: -initial diagnosis: dissection type I. -amds configuration inconspicuous. -tl stabilized, fl extends along amds device down to pelvic level in response to the question ¿does the review agree with the complaint description¿, the reviewer¿s status remains ¿unknown¿ with the following explanation: - dilatation of the ascending aorta may be associated with hoarseness and an aortic arch aneurysm may compress the esophagus, causing dysphagia. - aortic dissection may represent with a wide spectrum of symptoms including hoarseness. - whether there is a direct connection between the described symptoms and the amds device itself or whether they are a result of the overall intervention cannot be identified on the basis of the CT data. No additional information is forthcoming. Upon completing a review of the available information, there is not enough information to determine what, if any, contribution the amds device or procedure had on the reported ae. Of note ¿neurologic complications and subsequent problems (e.g. Transient ischemic attack (tia), stroke, neuropathy)¿ is listed in the instruction for use (IFU) as potential adverse events. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. The information was reviewed. There was one (1) ncr associated with the sterile sub-assembly lot #c2459291d: ncr 2145: missing unit box label. The ncr is unrelated to the reported event. Per report, ¿adverse event # 1 described as ¿hoarseness and difficulty swallowing (vocal cord paresis left, dysphagia)¿, which occurred on (B)(6) 2023 (2 days post-op). The event is ongoing with no end date. The event led to the following serious adverse event ¿permanent impairment of a body structure or function¿. Medical treatment [vocal training] was provided for this event and remained ongoing. Additional information provided the following medical history: ¿the patient initially suffered syncope on the open road on (B)(6) 2023 with injury to the right knee. The patient was taken by ambulance to the (B)(6) site without pain and without focal neurological deficits. The patient was awake, oriented and hemodynamically stable. The diagnostics performed revealed an acute type a dissection with dissection of the brachiocephalic trunk and occlusion of the acc on the right¿. Upon completing a review of the available information, there is not enough information to determine what, if any, contribution the amds device or procedure had on the reported ae.¿ adverse events were reported. However, no specific device malfunction or failure modes were reported; there were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Should additional information be obtained at a later date regarding potential failure modes, an updated risk assessment shall be performed. This complaint reports an ae and does not specify potential causes of failure. As such, no risk occurrence analysis was performed in this report. Per the clinical medical report, ¿health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks.¿ there is not enough information to determine what, if any, contribution the amds device or procedure had on the reported ae. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion- formerly cryolife/jotec and the IFU adequately communicates risk. Artivion will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. Please note hde number (B)(4). This event is related to a post-market clinical study ¿protect¿ and reported retrospectively. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.